Manufacturer narrative:
Based on the manufacturing record review, the batch has passed all acceptance criteria for all tests performed and is within all specifications. No deviations or non-conformances (ncr) were generated during manufacturing. Diopter measurement records from this particular lens were verified and showed to be within specifications. Corrected data: MFR report # should have been (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure due to the patient experiencing symptoms of halos and glare. The incision was enlarged during explant of the lens. A new lens was implanted. The explanted lens was discarded/destroyed. No further information was provided.